Event description:
It was reported during an inquiry related to magnetic resonance imaging compatibility, that the implantable pulse generator (ipg) system is "no longer working" and a "wire is broken". The system is noted to have been implanted fifteen years prior. No additional information was provided. Additional information was attempted and is not available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).